Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: occlusion alarm.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "switched over to the 3rd ramp 240ml/hr and there was an occlusion alarm. Max ramp at 300ml and occlusion . Maximum occlusion 17.4 psi pressure was set but the device still occluded. Patient involvement: yes. Death/serious injury: no. Human harm: no. Delay in therapy: yes. Medical intervention needed: no."